Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that intermittent loose tip errors were displayed during the cataract [with intraocular lens (iol) implant] service. The other surgery details and patient impact details were unknown.